Event description:
It was reported that a remote transmission indicated undersensing of ventricular complexes during non-sustained ventricular episodes and oversensing of p waves on stored atrial arrhythmia episodes. It was noted that the ventricular undersensing occurred while the patient was undergoing a coronary artery bypass graf procedure. The atrial and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.